Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during central processing, the 8mm monopolar curved scissors (mcs) instrument was observed to be melted at the tip/insulation. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the instrument was inspected for damage prior to reprocessing, and it was confirmed that the observed thermal damage was identified prior to reprocessing, following completion of the prior procedure. There was no report or observation of arcing during the prior procedure in which the instrument was used. The customer additionally confirmed that there was no reported patient injury during last procedural use of the instrument and no incident reports were received regarding the instrument. Patient demographics and patient-related information was requested but not provided.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm monopolar curved scissors (mcs) instrument for failure analysis investigation. The instrument was analyzed and was found to have discoloration on both of the blade tips. This discoloration is not residual soil and does not need to be completely removed. This darkening is caused by iron oxide and is a chemical change in the blade material and not a result of mishandling/misuse.

Event description:
Refer to h11 for follow-up information.